Manufacturer narrative:
Additional information was received that the clinical situation of the patient also caused the death. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record of both valves was reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided for review. Per the image review report the following was noted: cine # 1 shows a valve load check confirming a good load. Cine# 2 shows the valve deployed to 80% and is severely constrained. Cine#3 shows the first valve system that has apparently popped out/dislodge. Cine# 4 shows a second system being introduced in the patient. Cine# 5 shows the valve deployed to 1/3 trending acceptable. Cine# 6 shows the valve deployed to 80% and is shallow. Cine# 7 shows the valve deployed to 80% and is severely constrained. Cine# 8 shows the valve at 80% in the left ventricle (very deep). Cine # 9 shows the valve deployed to 80% and is deep. Cine # 10 shows the second valve system deployed to 100% and is very deep and the angiogram confirms severe paravalvular leak (pvl). The image review report concluded that there is one valve load check for this event. The imaging provided confirmed that at 80% deployed the valve was severely constrained. The dislodgement was not captured in the imaging; however, the first valve is sitting in the ascending aorta. The second valve system was deployed in a very deep position and severely constrained. The balloon aortic valvuloplasty (bav)s that are mentioned in this event are not captured in the imaging provided. There is no evidence provided confirming the events around the coronary occlusion in relation to the valve positioning and the snaring as commented in this event. Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, and compliance of the native anatomy, user technique and a number of others. However, an assignable root cause for the dislodgement cannot be determined at this time. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The implant depth of the valve was reported as 10 millimeter (mm) on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). It was reported that the sub optimal position of the valve was due to the difficult deployment. The valve was moved higher using a snare. Per the device instructions for use (IFU), once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The final implant depth after the valve was snared is unknown per the information provided. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, the under expansion most likely was due to the deep position. However, with the limited information available, we are unable to conclusively determine the cause for this report. It should be noted that the evolut instructions for use (IFU) states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting a size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valve, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s compliance chart to ensure that the applied inflation pressure does not result in a balloon diameter that exceeds the indicated annulus range for the bioprothesis. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of the balloon catheter devices. Coronary occlusion is listed in the IFU as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, the occlusion reported mentioned in this event was not captured in the imaging provided. There is no evidence provided confirming the events around the coronary occlusion in relation to the valve positioning and the snaring as commented in this event. A conclusive root cause cannot be determined. There was no information to indicate a device malfunction or a quality deficiency was related to this event. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It was reported that the clinical situation of the patient also caused the death. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-29, serial/lot #: (B)(4), ubd: 01/23/2020, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a severely calcified native bi valve, the valve was fully deployed, however it dislodged to the ascending aorta, occluding the left main coronary. The implant depth of the valve was 10 millimeter (mm) on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). This depth was due to the difficult deployment. The valve was moved higher using a snare. Subsequently the patient was placed on extracorporeal membrane oxygenation (ECMO) and cardiopulmonary resuscitation (CPR) was administered. A second valve was implanted. A post implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) x 40 mm non-medtronic balloon due to the valve appearing underexpanded. ECMO was stopped. 20 minutes later, CPR was re-administered. Fluoroscopy identified that the left main coronary was occluded again by the first valve. A coronary stent was implanted successfully. However, it was reported that the patient died 10 minutes later. The cause of death was due to the occlusion of the left main coronary by the first valve. An autopsy will not be performed.